Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported issue was confirmed and reproduced. U-02/c-00 errors are in error log. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the error c-01 occurred intermittently when the customer activated the monopolar energy. The customer noted that they had power cycled the system and the integrated electrosurgical unit (iesu) for several minutes between cases. The reported error c-01 was confirmed in the system logs. The technical service engineer (tse) walked the customer through removing the ac power cord and reseating it, the issue was persisting. The customer located a forcetriad generator and was able to connect it with the tse. The surgeon opted to continue with the erbe generator to complete the procedure. The procedure was completed with no reported injury.